Manufacturer narrative:
The reported event of backup vvi was confirmed by the field device image, however could not be reproduced in the lab. Interrogation of the device revealed the device was below end of service when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is a hybrid anomaly.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-09572. During an in clinic follow-up, the device was found to be in back-up vvi mode. It was also noted that oversensing and decreased pacing impedance were observed on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. Technical support was contacted and a firmware download was performed to resolve the back-up vvi. It was suspected that the oversensing on the rv lead may have contributed to the back-up vvi mode on the device. The defibrillation therapy was disabled as an interim resolution and an rv lead replacement procedure and device exchange is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that during the lead revision procedure, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.